Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b3, b5, e1 customer's email, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the panel flashes when power is turned on was caused by turret motor failure and high brightness motor failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for use prior to a therapeutic endoscopic combined intrarenal surgery (ecirs). The intended procedure was completed without any delay reported.

Event description:
It was reported, the light source panel blinked when the power was turned on. It remained lit when the power was turned off and turned on again. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.